Event description:
The customer complained that the recovery of cd34+ cells was low (about 20%) for a separation procedure. Also, re-labeling and re-selection of the negative fraction (after overnight storage) was not successful. This event occurred at: (B)(6).